Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed plunger clamp #1 with stuck eject pin. The fe replaced the plunger clamp and lld spring. The instrument passed the splld and user checking procedures. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).